Event description:
On (B)(6) 2009, patient reported having more air bubbles in the insulin cartridge lately. Patient stated they are usually appearing after the insulin cartridge is in the infusion device. Patient stated he will tap the insulin cartridge to get the bubbles to the center of the cartridge. He stated he uses room temperature insulin and has the infusion adapter and the infusion tubing attached to the insulin cartridge prior to inserting into the infusion device. Patient reported he has a bubble in his cartridge at this time and the bubble is about 1/8th of an inch. Had patient to tap the bubble to the top center of the cartridge. Had patient move the air bubble to the center of the insulin cartridge and attempt to prime. Patient stated the air bubble was staying attached to the side of the insulin cartridge. He reported he tapped again, moved it and successfully primed it out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.